Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary customer is complaining two missing balseals. This probably happened during re-processing. No surgical delay reported, no adverse patient consequence reported. The product was returned to medtech orthopaedics for evaluation. Visual inspection revealed two missing springs from the attune spacer block, confirming allegation. Additionally, device exhibits signs of usage. With information provided a definitive cause cannot be established. However, consideration must be given to all other potential influences such as exposure to unintended forces, like usage of excessive force in a prying motion while trialing; or by improper cleaning or maintenance, leading the spring to de-attached from its original position. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 91 2) date of manufacture: 1-apr-2018 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 device history review 1) quantity manufactured: 91 2) date of manufacture: 1-apr-2018 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 a manufacturing record evaluation was performed for the finished device bfa1jjk number, and no non-conformances nor manufacturing irregularities were identified.

Event description:
It was reported that there are two missing balseals. This probably happened during re-processing. No surgical delay reported, no adverse patient consequence reported.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.